Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing of the device, service confirmed the customer¿s reported issue and found it was caused by fluid ingress to the cable unit. In addition, service found the labeling on the device was worn, there was water ingress in the camera head, and there was corrosion in the control unit due to water ingress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device displayed an e222 error code (scope communication error). There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information was received regarding the reported issue (device displayed an e222 scope communication error). The issue occurred during pre-use inspection of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to provide additional information received regarding the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, an e222 error code means there was a communication failure between the camera head (subject device) and the processor. It is likely the communication failure occurred due to the fluid ingress that caused a faulty cable. The device's instruction manual provides the following regarding fluid ingress: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.